Manufacturer narrative:
Technician found that the left side rail end tube on stretcher separated from top rail and the siderail could not latch. Screw holes on top of rail were stripped. Replaced top rail-bed tunnel to resolve this issue.

Event description:
Complaint alleged that the left side siderail end tube on stretcher separated from top rail and siderail could not latch.